Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient reported surging sensations to the right side of the back of her skull that radiates to just above her right ear. The surging seemed to follow the track of the leads. The surging was causing her to feel a muscle tightness in the back of her neck/skull area. There were no known factors that led to the issue. An impedance check was all normal. The patient was not interested in surgery or reprogramming as the current programming was effective. The current programming was using 2 programs running at 40hz and 240pw. Program 1 was running at 10.2ma and program 2 was running at 9.4ma. The patient was seeking botox injections from her hcp. The issue was not yet resolved. No further complications were reported.